Event description:
It was reported that the cord of the programmer wand was fraying. The programmer head was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): rf (radio frequency) head cable insulation is open with exposed ground wire (damaged). Rf head label missing backing.